Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging that the meter would power on with a black screen after inserting a test strip but then turns off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.